Event description:
A report was received that the patient's paddle lead was explanted due to infection at the lead site. Patient had been experiencing drainage at the lead site. The physician believed the infection was due to the procedure.the patient was prescribed IV antibiotics and was reportedly doing fine after the procedure.

Event description:
A report was received that the patient's paddle lead was explanted due to infection at the lead site. Patient had been experiencing drainage at the pocket site. The physician believed the infection was due to the procedure.the patient was prescribed IV antibiotics and was reportedly doing fine after the procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn for evaluation as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted lead found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted lead found it to be satisfactory.